Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of oversensing noise was confirmed in the laboratory. The cause was found to be due to leaky highvoltage output switches.

Event description:
It was reported prior to implant, the device was interrogated in the box. The real-time egm showed noise and vf markers. The device was not implanted.